Manufacturer narrative:
The farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was broken distal to the slider inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking. Based on all the available information, the cause of the reported stuck guidewire was likely attributed to the device design based on the observed damage to the distal inner hypotube caused by the mechanical stress of pebax break and delamination. Further investigation into this behavior is currently being conducted.

Event description:
It was reported that a farawave 31 mm during procedure the guidewire became stuck in the catheter. During a preparation procedure, the amplatz extra stiff wire guide did not slide smoothly and moved with difficulty through the catheter. Eventually, during the procedure, the guidewire became unable to advance through the farawave catheter. The wire was exchanged for a new one, but the problem persisted. The catheter was then replaced with a new one, and the issue was resolved. The catheter has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure the guidewire became stuck in the catheter. During a preparation procedure, the amplatz extra stiff wire guide did not slide smoothly and moved with difficulty through the catheter. Eventually, during the procedure, the guidewire became unable to advance through the farawave catheter. The wire was exchanged for a new one, but the problem persisted. The catheter was then replaced with a new one, and the issue was resolved. The catheter is expected to be returned.